Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. Due to experiencing continued chest pain, the patient was referred for cardiac catheterization. The vascular access site was the left femoral artery (lfa). The de novo, concentric target lesion was located in the ostium of the circumflex (cx); which was proximal to graft anastamosis. A non-bsc guide wire was advanced into the left main (lm) stem and the cx artery stenosis was crossed. The tip of the wire was advanced further down in the obtuse marginal (om) branch. Over the wire an apex 2.0x20mm balloon was advanced and the stenosis was crossed. There was no antegrade flow and multiple dilatations were applied at different stenotic areas and into the lm. Next, a taxus liberte 2.25x32mm stent was advanced and positioned across the om branch and the proximal 3rd segment of the cx. It was deployed at 12atms for 60 seconds. The stent delivery system (sds) was retracted slightly back and the area was dilated at 18atms. The sds was retracted further down involving the lm ostium and that area dilated at 22atms for 30 seconds. Then a taxus liberte 2.75x20mm was advanced. It was positioned across the proximal cx and partial telescoping with the previously deployed stent, but the stent appeared to be not long enough to cover the lesion. In retracting the sds it was noticed the stent was coming off the delivery balloon so the decision was made to deploy the stent in the ostium leaving a gap between the proximal and distal stent. The sds was advanced further down the vessel and inflated to 14-16atms. The sds was then retracted to the ostium and inflated to 20atms. The device was removed from the patient. It was then noticed the ostium of the lm stem was not covered (which was critically stenosed) and there was still a diseased proximal cx which was not covered. Then a taxus liberte 2.5x8.0mm stent was deployed, to cover both margins of the stents, at 18-20atms for one minute. Next, a taxus liberte 3.0x8.0mm was deployed, across the ostium and lm stem, at 12atms for one minute. The sds was retracted slightly and the ostium was dilated at 20atms. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.